Event description:
The customer states the machine shut down on patient and restarted by itself. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and states, machine shut down on patient and restarted by itself. The customer states in the error log it shows error code 3007 and 1101. In the service manual it states for error code 1101: 1) reinstall operational software, 2) replace the cpu pcba. Product support advised the customer that it also states: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. This is the result the customer is having, error code 3007 and 1101. Product support advised the customer and emailed the customer the service manual. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.